Event description:
The initial report indicated that a perforation of the pulmonary artery had occurred and that the physician felt the tip of the catheter was too sharp. This was later amended to indicate that no perforation had occurred, but rather the pt had developed a hematoma and that the physician did not feel that it was serious.